Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was re-positioned three times in the right ventricle due to high impedance and threshold measurements. A fourth re-positioning attempt was made, and when the physician retracted the system under fluoroscopy, it was noted that the helix would not retract. A new stylet was attempted, but could not be entered into the lead. Finally, the lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.